Event description:
At beginning of cerebral angiogram procedure, arterial sheath was being placed and guidewire broke off in the patient, md proceeded with emergent case. Upon conclusion of case, vascular surgeon fellow was consulted and came to see patient. Md took patient to surgery for foreign body retrieval.